Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen, hydromorphone, and unknown drug (concentrations and doses unknown) via an implanted pump for non-malignant pain. It was reported that her "pump crashed" last week. It was noted there was a message about her pump not working that the hcp saw when they refilled her pump. The patient was unsure of the details of the message but said that the hcp was going to call medtronic about this and inform her of what happened. The agent inquired if the pump was alarming, and patient confirmed that it was not. There were no other concerns with her pump and that the refill proceeded as normal. Agent reviewed that the hcp might have encountered a message about a pump motor stall and recovery that happens for pumps due to recent software update. The patient confirmed that she likely has had an MRI since this pump was implanted.